Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. Analysis was unable to verify low battery alarm and perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's mother also reported that they received a battery out limit alarm. The customer's mother mentioned a crack on the reservoir chamber. The customer's blood glucose was 291 mg/dl at the time of incident. The customer's mother stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's mother stated that the battery compartment and spring were neither damaged nor corroded. The customer's mother stated that the battery cap was not missing or damaged. The customer's mother stated that the display returned after putting back the battery cap on the insulin pump. The customer's mother was assisted in clearing the battery out limit alarm. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.